Manufacturer narrative:
Philips service replaced the control unit and roco velara replacement kit and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a low load message and rotor control error were identified on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.